Event description:
Received medwatch report with event description: "as the pt was returning to her room after surgical procedure, the rn noted that the pt's IV dressing site was wet and leaking fluid. The rn removed the IV dressing and found that the male end part of the IV tubing was broken and no longer connected to the screw cap of the PICC line. The IV tubing and cap was replaced; no harm to the pt." No report of medical intervention. Although requested, no further pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.